Event description:
The reporter stated the device was in use for infusion of cefriaxone. The reporter stated after scheduled infusion was completed there was a remaining infusion volume resulting in an inaccuracy rate of 8.9%. No adverse effects reported.